Manufacturer narrative:
Device remains implanted and was not returned. Sales representative confirmed that the reported communication issue was a result of the pump being flipped. Per the instructions for use of the device, pump migration and flipping is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Sales representative reported that a pump revision was performed in which the pump was re-anchored. They also reported that the communication issue was a result of the pump being flipped.

Manufacturer narrative:
Pending details about revision surgery and additional information. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Sales representative confirmed that the pump was initially sutured down at implant. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a patient's pump that was not communicating with a clinician's programmer. Representative reported that the patient was recently implanted and that they came in to get their dose raised when the issue was noticed. The patient had complained about pain since they were implanted. Representative stated that the bluetooth symbol did appear on the programmer screen, and that no audible tone was coming from the programmer when attempting to communicate. Representative went on to state that the physician used an ultrasound to visualize the pump, and that the physician believed that the pump was not flipped. Later, an x-ray also confirmed that the pump was not flipped. It was confirmed that this pump was able to be programmed on the day of implant, and the programmer had been able to communicate with other pumps since the time of the issue. Additional communication with the sales representative covering this issue confirmed that the pump had, in fact, been flipping and the physician planned to revise the pump. The surgery is currently scheduled and waiting for cardiac clearance.